Event description:
Rec'd notice of complaint concerning above product from chief tech. Reports that a leak occurred from the injection port during a pt treatment. Fifteen minutes into the treatment, the health care professional noted air in the line-upon closer examination noted the blood leak at the stated location. States that the leaking occurred between the rubber injection plug and the red plastic molded piece. The chief tech feels that the plastic molded piece is "malformed," that the top of the "raised area around the rubber injection plug is usually rounded on top and these are straight." The chief tech reports the estimated blood loss as 100+cc. There was no further report of injury to the pt. Clinical info confirmed by the nurse manager. The line was changed and discarded. The treatment was completed without further incident. This is one of two similar complaints from this facility. A medwatch form has been filed based on blood loss.